Event description:
It was reported the output connector to the hand piece is defective. There was no reported patient consequence.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination, the unit was found to require. Replace defective electrical connector, unit cleaned and calibrated.